Event description:
It was reported that on (B)(6) 2017, a remote follow up from patient¿s device was received for review. The programmer estimated longevity was 4.2 years and the calculated longevity was 2.2-2.9 yrs to eri, which was a significant difference from the programmer longevity. The patient is stable and will continue to be monitored on merlin.net.